Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs successfully captured the needles during needle deployment. However, the anterior cuff-to-needle tip detachment occurred during the needle plunger removal as evidenced by bent and flattened anterior cuff tabs. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. During testing, a proxy plunger was inserted and retracted successfully without any resistance that could contribute to cuff-to-needle tip detachment. The whole suture was able to be pulled from the device without any observable resistance. Based on the investigation findings, the cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needles were removed no suture was present, indicating a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.